Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2013-07118. It was reported that stent damage occurred. Target lesion #1 was a 95% stenosed lesion located in a very tortuous mid left anterior descending artery (lad). Target lesion #2 was a 70% stenosed lesion located in the very tortuous proximal lad. A 3.5mm x 24mm promus element plus stent was advanced and successfully implanted in the mid lad. Then a 4.0mm x 24mm promus element plus stent was advanced to the proximal lad; however resistance was encountered as the stent delivery system (sds) of the second stent met the recently deployed 3.5mm x 24mm promus element plus stent. Stent deformation of the 3.5x24 promus element plus stent was noted. The 4.0mm x 24mm promus element stent was removed. The stent deformation on the 3.5mm x 24mm promus element plus stent was treated with a 2.5mm x 12mm non bsc balloon catheter and the implant of a 4.0mm x 12mm promus element plus stent. The 4.0mm x 24mm promus element plus stent was advanced again to the proximal lad and was deployed successfully. However, when the sds was removed, the guide catheter was "sucked" into the lad and it came in contact with the proximal end of the 4.0mm x 24mm promus element plus stent. It was then noted the proximal edge of the 4.0mm x 24mm promus element plus stent was deformed. The 2.5mm x 12mm non bsc balloon catheter was again advanced and inflated on the proximal end of the 4.0mm x 24mm promus element plus stent. Then another 4.0mm x 12mm promus element plus stent was advanced and successfully deployed to the proximal part of the deformed stent. The procedure had a successful outcome with no patient complications nor patient harm reported.